Event description:
It was reported by the user facility that the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Based on the device evaluation, the motor and bearings were damaged. Damaged bearings can result in heat being generated from excessive friction. The motor assembly and bearings were replaced, and additional preventative maintenance was also performed.